Event description:
This info was reported as a customer complaint. Product was used following a cardiac catheterization procedure. At some unknown time post-procedure, collagen was surgically removed from the artery.